Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 215 mg/dl. The customer reported a couple of battery out limit alarms from the insulin pump. The customer also reported a blank display on the insulin pump. It was also reported that the customer received a displayable history crc check failed on startup error on the insulin pump. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that neither the battery compartment, nor contacts nor spring were damaged or corroded. The customer was advised to insert a new battery on the insulin pump. The customer reported that the display did not return. The customer was advised to clean the battery contact of the insulin pump. The customer reported that the display returned. The customer was advised to monitor the insulin pump. No additional information was provided.